Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the luer-lock insufflation port came off the universal seal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was loss of insufflation and the loss was sudden. The loss of insufflation did not lead to loss of vision or instrument control issues. The customer opened a new seal to resolve the issue. There was no injury to the patient.

Manufacturer narrative:
The universal seal has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The seal was found to be broken at the luer fitting. A piece measuring approximately .434" x .440" was not returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received user facility report 0301460000-2025-8009 stating: "during a case today, staff noticed the insufflation tubing came off the robotic cannula seal. When staff went to attach it to the seal, the luer-lock port came off the seal. Both the seal and the piece that fell off were removed from the field, and a new seal was obtained. I also put in an RMA with intuitive."

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint.